Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the ophthalmologist said that the problem was the brain adapting to the company model lens. Additional information received that long distance vision in both eyes was exceptional. But vision was blurry while driving.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The distance vision was bad was unable to read street signs or captions on tv and not comfortable driving due to the poor vision. The lens requires repositioning. The surgeon said that poor vision was due to age and other ophthalmologist disagree and said the incorrect lens was implanted as the patient has history of vision sensitivity standard distance toric lens should be implanted rather than an extended focus lens. The patient was advised changing the lens. The patient was diligent about hydrating eyes with drops at least 4x per day. Vison was a solid 20/10 in both eyes until about age 72 and was corrected to 20/25 which is better than the new iol. There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).